Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a 5008x machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury or medical intervention required as a result of this event. The complaint device was reported to have been returned to the manufacturer for evaluation. Additional information requested but to date has not been obtained.